Event description:
It was reported that the patient presented to clinical and it was found there had been an inappropriate shock from the right ventricular (rv) lead. The rv lead had highly variable and out of range impedance which had risen to 1472 ohms. The rv lead also had a high number of short interval counts and numerous non-sustained ventricular tachycardia episodes. The rv lead detections and pacing were reprogrammed off and it was elected to not surgically revise the system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).